Event description:
It was reported that while unpacking for an endoscopic retrograde cholangiopancreatography (ercp) the coating of the jag precursor 035/450 st guide wire was rough. The device did not come into contact with the pt. There were no complications reported with the pt's current condition listed as "stable".